Event description:
The report we received from the affiliate indicated that after successful dilatation of a dialysis shunt anastomosis which was heavily calcified and tortuous, difficulty was experienced during attempts to deflate the balloon. To solve this problem, the physician injected saline in and out of the balloon lumen repeatedly, and finally the balloon could be deflated and safely withdrawn. There was no adverse consequence to the pt. As per the reporting affiliate, no additional pt or procedural info is available. The product is not available for eval and testing.